Event description:
Customer called to report blood leak during treatment procedure at 431 ml whole blood processed. Customer stated they had air detected alarm at start of the procedure, which they cleared by resetting the alarm. A system pressure alarm occurred, immediately thereafter there was a blood leak alarm. Customer noted there was blood sprayed on the inside walls of the centrifuge. Css asked if anyone was exposed to blood or other fluids due to the spill, customer stated no one was exposed. Customer stated that blood/fluids were contained within the centrifuge, and the door was still closed. Customer stated pt was in stable condition. Update: (B)(4) 2014: customer called back, she was able to give before and after hemoglobin and the last blood pressure reading she took. Customer stated the pt was given one unit of blood before being discharged. Svc order (B)(4) was dispatched per customer's request.

Manufacturer narrative:
Batch record review of lot c306 was conducted. There were no non-conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and a trend has been detected. CAPA (B)(4) has already been initiated to investigate this type of failure. Service order (B)(4) completed. Service engineer cleaned up blood spill in centrifuge chamber and pump deck. Ran system checkout procedure. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. (B)(4).